Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal root repair while screwing a 5x20 mm peek, the screw became tight in the 4.5 mm tunnel and snapped. The procedure was completed with the same smith-nephew device. No surgical delay was reported. No further complication were reported.

Manufacturer narrative:
H11: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting . This device is only commercialized in australia and it cataloged as a distributor complaint.